Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2010. On (B)(6) 2016 a follow up computed tomography (CT) scan showed the patient had a potential type 3b endoleak or a potential type 2 endoleak. There was contrast observed at the bifurcation and the patient also had patent ima's and lumbar arteries in the same area. The physician is planning an angiogram to confirm the leak and proceed with relining the existing graft or coiling. The patient has not been scheduled for a subsequent endovascular procedure at this time. The patient is stable.